Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker and right ventricular (rv) lead experienced pocket infection and ulceration. As a result, the products were explanted and the patient was treated for the infection. No additional adverse patient effects were reported.